Manufacturer narrative:
The patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The lot number was not provided in the study, thus the following information are unknown: unique ID, expiration date, and manufacture date. Foreign- (B)(6) / study name- saver: patient ID #(B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, a stellarex catheter was used to treat the target lesion of the left mid and proximal sfa. Approximately 10 months post index procedure, the patient experienced a target vessel occlusion. A successful revascularization of the target vessel was performed on (B)(6) 2019.